Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 (mg/dl). Customer delivered a 17 unit bolus; however, elevated bg levels persisted. System check with tandem technical support indicated the pump was performing as expected. A review of pump history indicated that only 2.6 units of the 17 unit bolus had been delivered due to the bolus delivery being stopped accidentally. Customer delivered the remaining portion of their bolus.